Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced. The patient's condition post procedure was good.